Event description:
Consumer reported complaint for high and erratic blood glucose test results. Wife is calling on behalf of the customer. The customer¿s expected am fasting blood glucose test result range is 120-125mg/dl. The customer feels well and did not report any symptoms. Wife stated that the day before customer had gone to the ER due to the blood glucose test results. Customer was feeling well at the time; customer had obtained results over 260mg/dl am fasting, had retested and obtained result over 300mg/dl. Customer did not specify the results obtained. The customer's blood glucose test result when at the ER was 146mg/dl am fasting. Customer was advised to drink water and he was discharged same day ((B)(6) 2022). No changes were made to customer's medical treatment plan. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 03/28/2023 and open vial date is (B)(6) 2022. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and no defect found. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 08-jun-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.